Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out the physician stripped the outer insulation of the left ventricular (lv) lead when connecting the lead to new device. The lv lead was capped and replaced at a later date. No patient complications have been reported as a result of this event.